Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with an unknown mentor gel implant and experienced bilateral capsular contracture and right sided rupture post procedure. The right sided capsular contracture was baker grade IV and had associated ptosis. The left sided capsular contracture was baker grade iii. As a result, the explant and replacement with 445cc mentor memorygel breast implants was performed. On (B)(6) 2019. The right sided rupture was reported initially under 1645337-2019-08349 on (B)(6) 2019. On september 3, 2021 mentor received additional information and initial awareness of the bilateral capsular contractures. This report relates to the left prosthesis.